Event description:
Patient contacted lifescan in 05 alleging that the ultra meter had a power issue. The patient mentioned that he had been experiencing high and low blood glucose readings on the meter. He purchased a new battery two months ago and the meter had recently been displaying the plus and minus sign. The battery contacts were in good condition. Since the meter had not been working for a month, he had been using his father's meter in the meantime. The patient felt dizzy, was sweating, thirsty and had sleepy eyes. He tested on another device, since his meter would not power on and recieved a 56 mg/dl. The patient needed assistance by a non-medical professional and did not receive any medical treatment. The patient had applied enough blood on the test strip. Customer care agent (cca) had the patient retest using a new vial of test strip and suffient sample size of blood on the test strip and the test did not start. Customer care agent (cca) sent the patient a replacement meter.